Manufacturer narrative:
Conconcomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. A volume discrepancy was reported. Excess expected reservoir return. At an expected refill the expected return was approximately 8ml¿s greater than expected. The patient would be scheduled for a rotor study, not yet scheduled. The patient was asymptomatic and the patient¿s status at the time of the report was noted as alive, no injury. Interventions, cause of the discrepancy and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.